Event description:
It was reported that an ilet user had concern that the system-delivered insulin for meal announcements was too much and used ¿less than¿ announcements for all meals until eventually stopping meal announcing all together. The incorrect meal sizes and missed meals led to post-meal hyperglycemia reaching 300 mg/dl, and a subsequent low to 41 mg/dl early the next morning. The user later performed a factory reset with support and paired a dexcom g7 after receiving the correct pairing code. Symptoms included hypoglycemia, hyperglycemia, and shaking/ tremors. Outcomes included use of oral glucose to treat the low and device troubleshooting and education completed. Investigation included technical support review, review of engineering logs to obtain the correct continuous glucose monitor (cgm) pairing code, and guided factory reset with cgm pairing. Investigation of this case revealed user difficulty with meal announcement use and an incorrect cgm pairing code that prevented pairing until corrected. It was concluded that the event was related to use error with meal announcements and an incorrect cgm pairing code, with device function restored after education, reset, and correct pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.